Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell four of five in peritoneal dialysis. The home patient was connected at the time of the alarm. The home patient pressed go and then connected. The technical service representative advised the home patient to start over with new supplies. The technical service representative reviewed proper procedures with the home patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where home patient pressed go and then connected the transfer set to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.